Event description:
When the physician attempted to deploy the stent, the stent would not detach from the balloon of the stent delivery system (sds). The stent dislodged in the anatomy of the pig during removal. As reported by sales rep, this cypher stent was being used as a "control" stent in a 3-day in vivo thrombogenicity evaluation of cypher stents in pig coronary arteries. The target lesion was the left anterior descending (lad). The vessel was healthy and untreated prior to the introduction of the stent/sds. The minimum, maximum, and mean vessel diameters of the target implant location were 2.35, 2.9, and 2.72mm respectively. The lesion was not pre-dilated. The stent was inflated within the lad, but would not detach from the sds balloon. The sds was first inflated to 6atm, then a second time to 9atm, then a third and final time to 14atm. The brand of indeflator is unknown. As a result, the stent was removed from the heart, but before it was pulled from the body, it detached from the sds balloon and presumably floated downstream into the peripheral circulation, however, its final resting place was not determined.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.